Event description:
As reported by the affiliate, during handling of a 035 mc j3mm 150cm emerald diagnostic guidewire, the inner wire got loose from the ptfe cover. The device problem occurred before use on the patient. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
Note: the event date for the reported event is unknown. Therefore, the event date was entered as 01/01/2014 to provide appropriate characters for MDR acceptance. This device is available for analysis but has not yet been received. Potential lot numbers provided are f0313143 or f0313110. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During handling of an emerald diagnostic guidewire, and before use in the patient the inner wire got loose from the ptfe cover. There was no patient injury reported. The device was not returned for analysis. Lake region conducted a device history record review on both potential lots ( f0313143 or f0313110). The history records indicate that that this product was final inspection tested at lake region and was determined to be acceptable. Without return of the device for analysis, the reported complaint of ¿guidewire-exposed braidwire/corewire¿ could not be confirmed and an exact cause could not be determined. Based on the complaint description it appears the inner core wire was pulled from the outer ptfe coated coil wire. The moveable core guidewire is a two piece guidewire. It has an outer coil with a full dome shaped weld on the distal end and just a spot/tack weld on the proximal end that secures the ribbon wire to the end of the coil. This allows the core wire with attached handle to be fully inserted or withdrawn from the coil as needed to provide flexibility. The core wire with handle can be fully removed from the coil wire. The coiled handle that is attached to the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
Lr packaging l/n # (B)(4) ; per lake region report c 14,653 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10253434. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Additional information is pending and will be submitted within 30 days upon receipt.